Event description:
The customer reported that she received multiple no delivery alarms and her blood glucose was 428 mg/dl, which she treated with manual injection. The customer also stated she was having difficulty with one of the buttons responding while checking the alarm history. There was an excessive amount of no delivery alarms in the history. The customer stated the alarms were resolved by a complete set change and it was not possible to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-35436.